Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 55-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage d) was supported with an impella cp implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 18:00. During impella support, a foley catheter was placed, and the nurse reported a traumatic insertion with subsequent red tinged/pink urine. The finding was discussed with the treating cardiologist, who assessed the hematuria as most likely secondary to the foley insertion and elected to decrease the impella support level from p9 to p8. No imaging was performed to assess pump position. Hemolysis was suspected based on urine discoloration; the onset was reported during impella support, and resolution with device removal is unknown. The patient was upgraded to an impella 5.5 via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 15:45 for additional hemodynamic support. The impella cp was explanted at that time, and the patient survived the procedure. The device will not be returned. Based on the information available, the reported event involved hematuria identified by red tinged urine following a traumatic foley catheter insertion during impella cp support and no device malfunction has been reported by the customer. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.